Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2012, the patient had a 2.75x24mm promus element plus stent implanted in the left circumflex artery. Five days later the patient presented with chest pain. Angiography was performed and revealed a 100% clot in the proximal segment of the implanted stent. The physician treated the thrombosis with a unspecified balloon catheter and thrombectomy. The patient was placed on a 24 hour integrilin drip. No further patient complications were reported and the patient's status is fine,

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).